Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a maxillofacial procedure, there was an unknown malfunction that resulted to bleeding out with int ra-operative wounds. Another suture of the same number was used to complete the case. There was no patient injury.